Event description:
The cardiologist attempted arteriotomy closure using a prostar xl 8 fr. Device. Good marking was achieved. Resistance was encountered immediately upon deployment of the device. The needles stalled 1/2 way up the barrel and back down was unsuccessful. The pt was taken to surgery for device removal and arterial closure. The pt recovered without further incident. The vascular surgeon noted the vessel was heavily scarred and calcified.